Manufacturer narrative:
Service was not requested or dispatched. Beckman coulter customer technical support (cts) evaluated the event involving the au680 chemistry analyzer, and advised the customer to perform manual enhanced ise (ion-selective electrode) cleaning. The customer stated replacement of a worn buffer syringe resolved the issue. (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) erroneous results on eight (8) patient samples on their au680 chemistry analyzer. Customer repeated samples on alternate analyzer with results considered correct. The erroneous results were reported out of the laboratory; however, the results were later amended. There was no reports of medical intervention or change / adjustment to patient treatment associated with this event. The customer provided data for eight (8) patient samples.